Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 23-sep-2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, chronic back pain, abdominal pain, excessive migraine headaches, and pain during intercourse. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. On or around (B)(6) 2016, plaintiff underwent surgery to remove her essure coils. After surgery, plaintiff's treating physician informed her that her left essure coil had perforated her fallopian tube. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/chronic pelvic pain. After unsuccessful treatment, plaintiff underwent a surgery to remove her essure coils and then, her physician informed that her left essure coil had perforated her fallopian tube. Pelvic pain and fallopian tube perforation are listed events in reference safety information for essure. During essure therapy, pelvic pain may occur. Given the temporal relationship and the absence of alternative explanation, a causal relationship between pelvic pain and essure cannot be excluded. Fallopian tube perforation was diagnosed two years after essure insertion. The exact date and the mechanism of perforation are not known. However, considering event's nature, causality with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is being sought.

Manufacturer narrative:
Follow-up information received on 25-oct-2016: quality-safety evaluation of ptc: the bayer reference number for the ptc report is: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible no specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/chronic pelvic pain. After unsuccessful treatment, plaintiff underwent a surgery to remove her essure coils and then, her physician informed that her left essure coil had perforated her fallopian tube. Pelvic pain and fallopian tube perforation are anticipated events in reference safety information for essure. During essure therapy, pelvic pain may occur. Given the temporal relationship and the absence of alternative explanation, a causal relationship between pelvic pain and essure cannot be excluded. Fallopian tube perforation was diagnosed two years after essure insertion. The exact date and the mechanism of perforation are not known. However, considering event's nature, causality with essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Additionally, non serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left essure coil had perforated her fallopian tube') and pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), migraine ("excessive migraine headaches"), dyspareunia ("pain during intercourse") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, medical device discomfort, back pain, abdominal pain, migraine, dyspareunia and fibromyalgia outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fallopian tube perforation, fibromyalgia, medical device discomfort, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible no specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received. Reporter information added. Event: fibromyalgia were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left essure coil had perforated her fallopian tube') and pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), migraine ("excessive migraine headaches"), dyspareunia ("pain during intercourse"), fibromyalgia ("fibromyalgia") and tooth fracture ("most of teeth broke"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, medical device discomfort, back pain, abdominal pain, migraine, dyspareunia and fibromyalgia outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fallopian tube perforation, fibromyalgia, medical device discomfort, migraine, pelvic pain and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left essure coil had perforated her fallopian tube') and pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), migraine ("excessive migraine headaches"), dyspareunia ("pain during intercourse"), fibromyalgia ("fibromyalgia") and tooth fracture ("most of teeth broke"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, medical device discomfort, back pain, abdominal pain, migraine, dyspareunia and fibromyalgia outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fallopian tube perforation, fibromyalgia, medical device discomfort, migraine, pelvic pain and tooth fracture to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible no specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event most of teeth broke added. New reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left essure coil had perforated her fallopian tube') and pelvic pain ('increasingly severe pain/chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), medical device discomfort ("discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), migraine ("excessive migraine headaches"), dyspareunia ("pain during intercourse"), fibromyalgia ("fibromyalgia") and tooth fracture ("most of teeth broke"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, medical device discomfort, back pain, abdominal pain, migraine, dyspareunia and fibromyalgia outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, fallopian tube perforation, fibromyalgia, medical device discomfort, migraine, pelvic pain and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2021: medical record received- reporter information was added. Fu marked significant due harmonization of imrdf/FDA codes. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.